Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected the patient line to the transfer set before priming of the device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. A patient connected to the patient line before it was fully primed, which occurred on the homechoice during peritoneal dialysis therapy. The technical service representative explained to the patient that they will need to disconnect aseptically and set up with all new supplies. The technical service representative had the patient close clamps, cycle power and press go to remove cassette. The technical service representative reviewed proper set up procedure with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.